Manufacturer narrative:
Date sent to the FDA: 09/22/2009. Blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedures, the device quit working all together. The surgeon then widened the incision and morcellated the uterus by hand to remove the uterus.